Manufacturer narrative:
The initial MDR 2432235-2017-00476 was filed on aug 11, 2017. Additional information (10/23/2017): a siemens headquarter support center (hsc) specialist reviewed the event and concluded that the insufficient washing at the wash block could lead to discordant results. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant total human chorionic gonadotropin (thcg) result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced wash blocks and the waste pump. The cse ran quality control (qc) and precision, which were in acceptable range. The cause of the discordant thcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high total human chorionic gonadotropin (thcg) result was obtained on a patient sample, upon repeat testing, on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The customer repeated the same sample on an alternate instrument, and it recovered lower and matched the initial result obtained on the original instrument. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, total human chorionic gonadotropin (thcg) result.